Event description:
It was reported the patient had the trial put in the day prior to report and the placement went okay but when they went upstairs to go to the bathroom they had a lot of bleeding. It was stated the patient¿s doctor hit a vein and all of a sudden felt like they were going to pass out but did not. It was noted the patient did not feel right at all and they gave the patient compazine and they had to lay there for hours before they were okay. It was stated the patient was also on other drugs and needed a catheter to void. Reportedly, the patient was okay in bed the day of report but was starting to feel the same way as they did when they were almost passing out.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).